Event description:
It was reported that the user¿s pump displayed alert 86 related to insulin fill tubing and the user administered 2.7 units while on the fill tubing screen, later confirming resume of insulin delivery; the user also reported recent lows and acknowledged misusing the meal announcement feature, including announcing a larger meal while in range, announcing without eating, and overtreating the subsequent low with rapid-acting carbohydrates. Symptoms included blurred vision during hypoglycemia, with a lowest blood glucose of 49 mg/dl and glucose outside of range for approximately two hours. Outcomes included no hospitalization, no outside assistance, no ketone testing, no backup therapy, and eventual stabilization of blood glucose; the user was using a cd 23" infusion set. Investigation included agent-guided troubleshooting, review of pump status, and review of user reporting and data to assess meal announcement use and alert handling. Investigation of this case revealed user-related misuse of meal announcements contributing to hypoglycemia, with pump insulin delivery resumed and no device malfunction or unresolved alarms identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user interaction rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.